Manufacturer narrative:
H3, h6: the device, intended to be used for treatment, was returned for investigation. The lot number for the device was not provided. However, all lots distributed to the field from when the part number was first inspected (4/25/2016) to the complaint occurrence date ((B)(6) 2019) were reviewed. It was found that one ncmr was related to fit issues between the handpiece and the plate probe. The affected lots included in this ncmr were subsequently quarantined. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. A complaint history review was performed and found 17 reports of this issue. This issue will continue to be monitored. The initial visual and functional inspection confirmed that the plate probe could not be locked into the collet and was slightly tight when removing it. Further visual inspection of the plate probe confirmed that the notch curvature was incorrect and different from the drawing. The difference in the notch curvature prevented the plate probe from fully locking into the handpiece and it was not machined with sufficient space to allow proper locking with the handpiece. This has been addressed in an ncmr. Therefore, based upon previous complaint data and visual inspection of the returned part, the device did not meet manufacturing specifications. A relationship between the device and the reported event have been established. The root cause of the reported event was due to a raw material fault of the supplier.

Event description:
It was reported that while testing all trays and parts, we found that none of the plate probes fully lock into the handpieces. The collar will not lock back up and cover the guard. If twisted, the plate probe can come out. They are still in use, but wanted to note.